Event description:
(B)(6) clinical study. It was reported that subsequent to a stenting treatment procedure, a restenosis occurred. In (B)(6) 2008, a lesion located in the distal segment of right coronary artery was treated with a placement of taxus express drug-eluting stent. On (B)(6) 2012, the 100% in-stent restenosis lesion of a taxus express drug-eluting stent was located in the distal segment of right coronary artery with a reference vessel diameter of 3.0mm. It was treated with pre-dilatation and placement of a non-bsc stent. Following pre-dilatation, residual stenosis was 0%. Two days after, the subject recovered and the event was considered resolved without residual effects. In september 2012, a 4-year follow-up was performed and no angina pectoris was confirmed.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).